Manufacturer narrative:
The hill-rom technician found the left foot brake caster not holding due to no brake pads. The technician replaced the left foot brake caster to resolve the issue. Based on this info, nor further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left foot brake caster is not holding. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).